Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device, once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that when the customer was setting the ventilator up on a baby, they could not set the "high pressure". There was no report of any patient harm associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical visually inspected the unit and there were no signs of any physical damage to the assembly. After supplying wall air and oxygen and connecting the ac power, the unit was powered on to perform the leak test. The leak test was performed and passed. The flow meters were both opened to deliver max output and the pressure relief valve opened appropriately. There were no functional issues found. It is unknown whether the patient circuit being used at the customer site is a contributing factor, as it was not returned.